Event description:
It was reported that the product heated up during a procedure. There were no injuries to the user or patient and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was found on the motor and rotor. Corrosion can cause increased friction between rotating components, which can result in heat being generated. In addition, a worn bearing was found.